Event description:
Customer contacted us on 9/14/2020 to inform us that she had tried her saalt cup for the first time and attempted to remove it before going to a gynecology appointment she had already scheduled, but was unsuccessful. Her doctor removed her cup at the appointment. Customer never responded to our inquiry,